Event description:
Caller states the device read 700 mg/dl or 900 mg/dl on the aviva meter, which is outside the numeric reading range of the device of 10-600 mg/dl. No action taken based on device result. No adverse event reported. Requested return of suspect device and replacement was sent.